Manufacturer narrative:
Investigation results: visual evaluation of the returned device found minor scratches on cover; otherwise the unit appeared to be in good condition. All the knobs and switches functioned properly. An electrical test was performed, and the unit passed and was within all test parameters. All connections inside the unit were checked and wires were manipulated while power was activated, in both bipolar and monopolar modes, and no problems were found. The reported complaint of ground pad errors and device would intermittently work was not confirmed. The returned device showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator displayed the ground pad error message and had intermittent power output. The procedure was completed with a different device but same grounding pads. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator displayed the ground pad error message and had intermittent power output. The procedure was completed with a different device but same grounding pads. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of generator delivers output intermittently. Reported event of generator displays ground pad error message. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.